Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented for a follow-up clinic visit due to a swollen and infected pocket. Vegetations were observed on the right atrial (ra) lead and right ventricular (rv) lead. The pacemaker and both leads were explanted. The patient was in stable condition.